Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted since the lot number was not provided. It should be noted that the armada 35 instructions for use states: inflation in excess of the rated burst pressure (rbp) may cause the balloon to rupture. Investigation determined the reported balloon rupture appears to be related to circumstances of the procedure as the balloon was inflated above rbp, thus resulting in the rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified basilic vein. A 10 x 80mm armada 35 balloon was inflated once above the rated burst pressure and ruptured. The device was simply withdrawn. A non-abbott balloon was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.